Event description:
It was reported that the patient expired. The primary cause of death was congestive heart failure (chf). The patient had antecedent worsening heart failure. The death was not procedure or study related. Device configuration at the time of death is not available. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.